Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited low, out-of-range right atrial (ra) pacing impedance measurements measuring, less than 200 ohms. At this time, the system remains in service. No adverse patient effects were reported.